Manufacturer narrative:
The implant connection collar on the abutment has been ground down during processing. No deformations or damages identified as a result of the manufacturing process. The implant connection collar on the abutment has been damaged during the processing of the final restoration. Grinding changes the dimensions and geometry of the specifically designed implant conical connection between the abutment and the implant so that there is no longer a uniform connection around the abutment/implant junction. Because there is no longer a uniform connection, forces will cause the abutment to rock in the junction and apply forces to the hex. The hex is designed to be passive, so when acted on by the forces caused by the rocking of the abutment, the hex failed and fractured. Failure caused by improper technique or improper use of product.

Event description:
Hex broke off abutment.